Event description:
The water trap came apart causing a leak in the circuit. Operationally, the integrity of the mechanical ventilation parameters was not maintained due to the leak in the ventilator circuit. The pt's saturation decreased to the 70% range. The pt was manually ventilated with 100% o2 until a replacement circuit was put on the ventilator. The total time of the event was approx 12 mins until the pt was put back on mechanical ventilation. Once the pt was put back on mechanical ventilation, the oxygen saturation improved to an acceptable level. Pt's weight 673 g.